Manufacturer narrative:
On (B)(6) 2019, additional information received indicated that the left implant had issue with capsular contracture, and right had ruptured. Therefore the patient code wound infection was removed and capsular contracture was added to the left side. Patient underwent bilateral removal and replacement as follow: left replaced with catalog number (B)(4), serial number (B)(4), and right replaced with catalog number 3341259, serial number (B)(4). This report is for the left side. Left suspect device received on 7/8/2019. Device evaluation completed on 7/12/2019: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a breast augmentation revision with mentor memoryshape, 395cc silicone breast implants which the physician reported that the patient had been draining out of bilateral breast implants severely, had dp drains placed and high fever that is resulting in an emergency surgery today (B)(6) 2019. This report is for the left side.